Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, worn uso seal and a lifted dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump was found to be under delivering to the manufacturing specifications. The cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was under infusing. No adverse patient effects were reported by the customer.